Event description:
A report was received that the patient had infection at the ipg and lead sites. Symptoms were redness and serosanguineous drainage. The physician believed that the infection was procedure related since it started after his implant procedure. The patient underwent an explant procedure and was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 17516802, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.